Event description:
A facility stated there were about five to six workers who complained of irritation to the nose and upper chest. The workers did not receive medical attention for their symptoms and the workers are doing fine. This event occurred when the facility had to manually clean the scopes. The symptoms have resolved since the facility has gone back to their automated process when processing scopes.